Event description:
The user facility reported that solution leaked out of the gas outlet port during priming of the circuit. Follow-up communication confirmed that the unit was changed out prior to the start of the procedure. Therefore, there was no pt involvement.